Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to anisometropia with undercorrection. Patient has symptoms of glare causing unacceptable after images. Vitrectomy was performed. A replacement lens was placed. Replacement lens was of same model (ar40e) diopter 18.5. Additionally, it was noted that the incision was not enlarged. Also, patient was noted to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a large cut from the lens edge across to the optic zone, most probably related to the explant, and the leading haptic/loop was observed to be distorted. Visual inspection revealed residue of viscoelastic (ovd) on leading haptic and lens edge, and also a few loose particles on the optic body, which is compatible with the handling of the lens out of a sterile environment. Returned sample was identified as having the characteristics of a 3-piece. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.